Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was chipped and cracked. The plunger head was apart and parts missing. The battery and door were also missing. The display was missing pixels. Primary audible background test found in pump event history log. Power up and inspection test were able to duplicate the reported problem. The c9 cap was broken off the interconnect board. The root cause of the reported issue was found to be customer induced. Actions were taken to mitigate the reported issue: replaced interconnect board. Replaced left lunge case, top case and battery door due to cracks. UDI information is unknown.

Event description:
It was reported that the device has an unknown problem. No patient injury was reported.